Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose levels. Customer¿s low blood glucose level at time of incident was 3 mmol/l and customers current low blood glucose was 4.8 mmol/l. Customer treated low blood glucose by taking glucose tablets. Auto mode feature was in use at the time of incident. The insulin pump will not be returned for analysis.